Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found separated distal to the ring electrode. A distal part including the lead tip was missing. The performance of the fragment was scrutinized, including a visual inspection. During the visual inspection it was found that the inner conductor coil was fractured at the position of the ring electrode as mentioned in the complaint description. This damage can be considered the root cause of the observed out of range impedance. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Diagnostic images clarifying this assumption were not available for analysis. Further damages like the cuts into the insulation 21 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to impedance greater than 2000 ohms. Neither bipolar nor unipolar pacing configurations had atrial capture. Upon explant, lead tip broke off inside patient and remains in place in the atrium as verified on fluoroscopy. Should additional information become available, this file will be updated.